Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide remedial action information and corrective action numbers associated with this event. Additional information: h7, h9.

Event description:
It was reported the insufflation unit had the alarms switched off during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b3, d9. The device was returned to olympus for inspection and the reported failure of device alarms, switches off during work was confirmed due to a system failure of cr board, the supply pressure sensor does not work properly. Based on the results of the investigation, the probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.